Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled due to oversensing and low amplitudes. Device data was sent to rhythmcare for review. Data review determined there were low amplitudes at the time of smartpass deactivation. This device was evaluated in clinic. The device was found to have exhibited t-wave oversensing. The shock zone was reprogrammed to 250 beats per minute with no conditional zone programmed. Additional information was received that this device again exhibited oversensing of noise resulting in an inappropriate shock. This device remains in service. No adverse patient effects were reported.